Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The nurse stated last tuesday she hooked up a tank to fill on the homefill. She stated the patient heard a pop noise and then smelled a burning smell. They unplugged the unit and have not used it.